Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during maintenance, it was observed that the compact air drive device motor power was too low (weak) and the trigger was jammed. It was further determined that the device failed pretest for check starting behavior, check the power with test bench: minimum 110 to 160 watt, check for excessive noise, check for untrue running, check triggers for forward / reverse mode and check function of soft mode switch (safety system). It was noted in the service order that the device had a damaged hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.